Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 30 gray reload could not be removed normally. The user was completing the procedure as planned using a backup sureform 30 gray reload with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sureform 30 gray reload was returned unused and unfired, with both installation and removal tools intact and undamaged. It was observed that the reload was returned with missing staples. No damage to the cartridge material was observed. The reload was returned unfired but had missing staples, likely due to improper installation. It appears the installation tool was not used or became detached, causing misalignment within the instrument channel. This likely led to partial deployment of the proximal pushers. The probable root cause of the detached fragment is attributed to the user. Proper use of the installation tool ensures correct alignment of the reload within the instrument channel and prevents staples from deploying prematurely.